Event description:
The deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/c11660) and deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/c12608) failed to be detached. The deltapaq cerecyte microcoil 1.5 mm x 6 cm (cdf10015630/g15534) and deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/c13824) failed to be resheathed. For the devices with catalog numbers cpl10015230 and cdf10015630, we checked the green light. The detachment control box didn't have any problem with other coils. There were no damages noted on all 4 coils prior to and after use. The same detachment control box and connecting cable were used during the entire procedure. The green system ready light illuminated for the 2 coils that failed to detach. A pre-deployment electrical check was performed for the 2 coils that failed to detach. The low battery light and fault light were not seen during the case for the 2 coils that failed to detach. Upon pressing the power button, all lights illuminated for the 2 coils that failed to detach. During the detachment cycle, the detachment light illuminated for the 2 coils that failed to detach. The audible signal beeped for the 2 coils that failed to detach. All connections appeared to fit properly without application of excessive force for the 2 coils that failed to detach. There was no resistance/friction during deployment of the coil system through the microcatheter. Other coils were successfully used with the same microcatheter after the event. There was no torquing of the dpu required during positioning of the coil in the aneurysm.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: deltapaq cerecyte microcoil 1.5 mm x 6 cm (cdf10015630/g15534); deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/c13824); deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/c12608); detacment control box (details unknown).

Manufacturer narrative:
During coil embolization of an unknown vessel, two coils, a deltaplush cerecyte microcoil 1.5 mm x 2 cm ((B)(4)) and a deltaplush cerecyte microcoil 1.5 mm x 2 cm ((B)(4)) failed detach. A deltapaq cerecyte microcoil 1.5 mm x 6 cm ((B)(4)) and deltaplush cerecyte microcoil 1.5 mm x 3 cm ((B)(4)) used in the same procedure could not be resheathed. It was reported that there was no damage noted on any of the 4 coils noted either prior to or after use. The same detachment control box and connecting cable were used during the entire procedure. With regard to the 2 coils that failed to detach, a pre-deployment electrical check was performed and the green system ready light illuminated. The low battery light and fault light were not seen during the case, and upon pressing the power button, all lights illuminated for the 2 coils that failed to detach. During the detachment cycle, the detachment light illuminated and the audible signal beeped for the 2 coils that failed to detach. All connections appeared to fit properly without application of excessive force. There was no resistance/friction during deployment of the coil system through the microcatheter. There was no torquing of the device positioning unit (dpu) required during positioning of the coil in the aneurysm. Other coils were successfully used with the same microcatheter after the event. There was no reported injury to the patient. (B)(4) ((B)(4)) ¿ failure to detach. Upon visual examination, the evidence strongly suggests that the coil was not advanced past the distal tip of the green introducer. As viewed through the introducer sheath, the coil has been mechanically detached and is severely buckled at the soldered section. The remainder of the coil is undamaged. The coil¿s socket ring has been severed with the angle ring section pushed proximally, and is still attached to the detachment fiber. The detachment fiber did not receive heat and melt. The fracture of the coil¿s socket ring was ductile in nature and required external force. No material defects were observed. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured. The locking mechanism exhibits compression and stretching damage. The device positioning unit (dpu) passed electrical testing with resistance at 51.6 ohms and the enpower systems ¿go¿ (green) light illuminated. Therefore, the root cause of the coil¿s reported failure to detach cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. As noted, from the visual evidence observed it is highly unlikely that the coil was advanced outside the distal tip of the green introducer. The primary contributing factor to the coil¿s unintended detachment, the severing of the coil¿s socket ring, and the severe buckling to the proximal section of the coil occurred inside the introducer sheath when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v-notch of the resheathing tool and became embedded. The sheath also caught the edge of the v-notch and raised it above the surface plane. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action resulted in significant resistance, which in turn caused the unintended detachment of the coil, the proximal coil buckling, and the severing of the coil¿s socket ring inside the introducer sheath. In this condition, advancing the coil outside the distal tip of the green introducer cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No conclusion can be definitively drawn with regard to whether the possible contributing factor identified in the analysis contributed to the complaint event, and the labeling appears to adequately address this factor. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.